Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and barbed suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, the issue has occurred during use, but the details are unknown at this time, so the details would be added as additional information becomes available. It was not a control release needle. A surgeon who uses this product on a regular basis and is familiar with it was suturing normal-firm dermis, the suture was broken. Another product was used to complete the case. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. H3 investigation summary: the product was returned to eth for evaluation. Visual inspection revealed that one empty labeled winding former and one suture piece were received for analysis. Product code: sxpp1b119. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined, and the end was noted to be cut probably caused by a surgical instrument. In addition, some damaged barbs and body fluids were found on the strand. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the eth quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information was requested, and the following was obtained via: please provide the source or title of external person providing answers to follow-up:(B)(6). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). A surgeon who uses this product on a regular basis and is familiar with it was suturing normal-firm dermis, the suture was broken. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.